Event description:
It was reported that the patient experienced a sling to aus device procedure due to urinary incontinence experienced post radical prostatectomy. The patient also had radiation therapy following the sling insertion and is now presented with moderate to severe urinary incontinence. An artificial urinary sphincter (aus) device was implanted. A patient status of no issues was reported.